Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (67 mg/dl and 260 mg/dl). The customer ate carbohydrate for the low bg level and administered a correction bolus for the elevated bg level. System check was not performed with tandem technical support as the bg level was reported to be normal at the time of the report.